Event description:
The user found that error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not confirm the reported error b30. The cable was broken near the camera head. When the plug was bending, the interference stripes were displayed on the endoscopic image. The adapter was worn and had traces of corrosion. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to report the correction for g3: date received by manufacturer of MFR report # 8010047-2021-07680. Olympus medical systems corp. (Omsc) was informed that the correct "date received by manufacturer" of the initial MDR is may 21, 2021, not may 26, 2021. Also, this supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to applied unexpected stress by the user handling. If significant additional information is received, this report will be supplemented.